Event description:
It was reported that the user experienced an infusion site issue when the infusion set was deployed and the tubing became trapped beneath the adhesive, following a prior site detachment; the user then removed the set and, with guidance, performed a site change and resumed insulin delivery. Symptoms included no reported adverse clinical effects. Outcomes included resolution with troubleshooting and education without alerts, alarms, or medical intervention. Investigation included customer service troubleshooting and user education on correct infusion set deployment and connection. Investigation of this case revealed improper infusion set deployment and tubing routing, consistent with user technique error involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user technique.